Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2016 with corneal abrasion in left eyes. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of waking up to foreign body sensation. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015 right eye pre-op 20/30 .50 x -1.50 x 79 left eye pre-op 20/20 .75 x -1/50 x 80 bdva from (B)(6) 2016 right eye 20/80 left eye 20/30 bcva from (B)(6) 2016 right eye post-op 20/25 -1.50 x .00 x 90 left eye post-op 20/20 -.25 x -.25 x 85